Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia during the skin debridement performed on (B)(6) 2017. The patient was also administered IV antibiotics (date and duration not reported). This report is filed on june 16, 2017.

Manufacturer narrative:
This report is submitted on (B)(6) 2017. Implanted device remains.

Event description:
It was reported that the patient experienced skin necrosis at the magnet site. Subsequently, the patient underwent skin debridement on (B)(6) 2017.